Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. As received, the battery charger was resetting and was unable to recharge a battery pack. Upon investigation, there was liquid contamination on the battery board, there was a failure at pld component u1003 and pxa component u104 on the c/a board, and component d2 was internally shorted on the bedside board. The cause of the failure was the liquid contamination, bga failure, and shorted d2. The root cause for the liquid contamination was ingress of an unknown liquid. Root cause investigation including destructive testing of bga failure is underway on devices exhibiting similar failures modes. The root cause of the shorted d2 component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.